Event description:
During a follow up visit with the physician it was found that the drug volume in the pump was wrong. He suspects that the refill-port was damaged. He reported that the last refills were made outside from the hosp with a normal needle (not a huber-needle). A follow up report will be sent when add'l info is obtained.